Event description:
It was reported that this patient with a pacemaker exhibited possible t-wave oversensing (twos), marking inappropriate non-sustained episodes. Technical services (ts) recommended programming changes to reduce the events. This pacemaker remains in service. No adverse patient effects were reported.